Event description:
The product was used during a bullectomy procedure. Reportedly, the staples were missing. The surgeon applied another device and resected the tissue at the application site. The hosp has reported the pt's condition is satisfactory.